Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2023-01691. This report is submitted on october 12, 2023.

Manufacturer narrative:
This report is submitted on september 27, 2023.

Event description:
Per the clinic, the patient experienced a progression in hearing loss resulting in loss of benefit. Subsequently, the implant magnet was explanted on (B)(6) 2023 under monitored anesthesia care. Re-implantation is planned but has not taken place as of the date of this report.